Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. Physicians - (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: im working on two recent events where rn reported air was in the line distal to the sensor, all the way to the filter set. The concern was that the pump did not recognize the air in line. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? Events occurred on 04-20-2026 and 04-21-2026. Please share the material & lot number associated with reported issue. I do not have the material and lot ID. I believe baxter primary tubing 2426-0007 was used. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm, complication, or negative outcomes occurred.